Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Nephrectomy - "the thread of probe connector is broken in surgery suddenly. Please consult with attached photo." Patient status - "fine".

Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found cracks and interior damage. A review of the manufacturing records for the lot number provided reveal that the product passed all quality and manufacturing inspections. The root cause is most likely the non-qualified sterilization methods mentioned in the customer's additional information. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Nephrectomy - "the thread of probe connector is broken in surgery suddenly." Patient status - "fine."